Manufacturer narrative:
The ge service rep replaced the interconnect cable. The unit is operating as intended. This MDR is related to ge healthcare complaint number.

Event description:
The customer reported that the monitors intermittently lose the image when you raise or lower the vertical column. No pt was injured by this event.